Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of non inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the cheeks and chin. About 5 months later, the patient developed non inflammatory nodules at the injection site. About a month later, the patient was treated with prednisone. A little over a week later, the patient was treated with kenalog, hyaluronidase, minocin and reactine. This treatment was repeated again about 2 weeks later. Symptoms resolved the following month. Patient had concomitantly had teeth bleaching.